Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump received error message of faulty cassette not fully latched alarm. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 01-sept-2022 via email and attached in complaint object: unit failed during pm (preventive maintenance) procedure, not patient use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120.

Manufacturer narrative:
Other text: device evaluation: manufacturing device history record review was not performed because the device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device intact. Functional testing found "cassette not attached properly" alarm messages in the device's event history logs. Downstream occlusion sensor was replaced. The root cause of the issue could not be determined. This issue will be monitored in an internal ncr and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.